Manufacturer narrative:
The customer did not report any issues with qc or calibration. No other analytes are affected. Hotline instructed the customer to perform monthly glucose cup cleaning maintenance and replaced the glucose cup stir bar. Per customer, maintenance was performed within scheduled dates. No records were provided. As of (B)(4) 2011, the customer had not reported any additional duplicates outside the 10% criteria. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report intermittent difference in glucose modular (glum) duplicate results generated on the unicel dxc 800 pro synchron chemistry analyzer units. The customer runs glum patients in duplicate and the results are not matching within a customer established criteria of 10%. Patient results are not available. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.